Manufacturer narrative:
Manufacturer report number 1823260-2023-02807 and manufacturer report number are duplicate events. Different individuals from the same customer site called with the same complaint on different days one week apart. The initial report stated: "on (B)(6) 2023, the initial result of the initial sample was 6.9%. On (B)(6) 2023, the result of the new sample was 5.2% the repeat result of the initial sample was 5.2%." Additional results related to the event were provided so that the event should read: "the initial result was 6.9% with a data flag. The sample was repeated at a different site and the result was 5.5%. On (B)(6) 2023, the result from a new sample was 5.2% the repeat result of the initial sample was 5.2%. This sample was repeated at a different site and the result was 5.4%." The field application specialist (fas) reviewed qc data and noted calibration issues from (B)(6) 2023. A wide acceptable qc range was noted along with day-to-day fluctuations. The technician adjusted the qc range to be tighter. The temperature logs for the fridge storing the reagent packs were reviewed. The technician was advised on reagent handling. The field service engineer (fse) performed precision testing with qc. A patient study was performed for troubleshooting purposes and issues were noted. The fse replaced a reagent probe. Precision was performed with qc again and patient studies were run again for troubleshooting purposes and no issues were observed. Calibration was last performed on 20-jul-2023 with acceptable results. Qc was acceptable. No issues were identified during a review of the alarm trace data. The service actions (replacing the reagent probe) resolved the issue.

Event description:
The initial reporter received a questionable tina-quant hba1c gen. 3 (hba1c) result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result was reported outside of the laboratory. A new sample was collected from the patient the next day. The result of the new sample prompted the doctor to question the initial result and the rerun of the initial patient sample. On (B)(6) 2023, the initial result of the initial sample was 6.9%. On (B)(6) 2023, the result of the new sample was 5.2% the repeat result of the initial sample was 5.2%. The repeat result was deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas 8000 cobas c 502 module is 17g6-02.the investigation is ongoing.